Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, patient was unable to locate sensor wire. Patient sought medical intervention on from family member who is nurse. Patient reported that nurse checked insertion site and reported no abnormalities. No further medical intervention was necessary.